Event description:
In early 2009, the baxter representative received a report from the facility about a patient who expired while on a colleague cx triple channel pump which was misprogrammed for an infusion of lidocaine. The event reportedly occurred two days prior, and the patient expired the same day. The biomedical engineer had difficulty downloading the pump event history. The event history screens were viewed. The pump has been sequestered by the risk manager. Reportedly the rate of lidocaine (concentration unknown) was infusing at 125 milliliters/hour (ml/hr). The intended rate is unknown. The risk manager has provided the following additional information; the patient was female, age unknown. The rate of the lidocaine was discovered when the nurse on the next shift went to hang a new bag. The patient was admitted to the hospital after cardiac arrest and had multiple medical problems.

Manufacturer narrative:
An on-site evaluation of the pump was offered and accepted, but has not yet been scheduled due to the facility's investigation of the event which is pending. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.